Event description:
The following has been reported by customer: clear and systematic error after the speaker test 51 = minimum volume and waiting 2 minutes on an agilia sp. This error occurred after changing the speaker spread + microphone (initial error 52). After several crossovers of power supply board/speaker spread, it appears that the defect originates from the cpu board. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore, no review could be performed. The defective cpu board was received in brézins for investigation. According to our analysis, nothing was noticed during external visual check. After a visual inspection, the board was assembled with the agilia sp tester. Initially, the sound parameters were at level 4/7. Force sensor calibration has been done. The pump started normally, then the error 51-0001 was triggered after an installation alarm. This was reproduced at all sound levels (1/7, 4/7 and 7/7). For this complaint, with the results of analysis the reported issue was confirmed. The root cause was found linked to a defective cpu board. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid. The trend is: normal.